Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right posterior descending artery. A 2.25x12 synergy¿ drug-eluting stent was advanced but encountered difficulties in delivering the device. The physician withdrew the device outside the patient and it was noted that the distal part of the stent was deformed. The procedure was completed with another with the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was damaged at both proximal and distal ends with struts at the proximal edge distorted and lifted distally from the stent profile and struts at the distal edge were slightly flared. Stent od (outer diameter) taken at the undamaged side was measured and within specification. This type of damage is consistent with the stent encountering resistance during advancing attempts to cross a calcified lesion and during withdrawal attempts. The distal edge of the bumper tip showed signs of damage. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right posterior descending artery. A 2.25x12 synergy drug-eluting stent was advanced but encountered difficulties in delivering the device. The physician withdrew the device outside the patient and it was noted that the distal part of the stent was deformed. The procedure was completed with another with the same device. No patient complications were reported and the patient's status was good.